Event description:
A (B)(6) female patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for the procedure repair because the proximal neck was highly tortuous as 105 degrees, but the procedure was conducted because her condition was considered as "high-risk" for other type of procedure. The procedure was consisted of a placement of a zenith flex main body graft and a zenith flex iliac leg graft. A gore excluder was placed in the left iliac artery after considering its tortuous anatomy. The final angiography confirmed a proximal type I endoleak and a palmaz stent was additionally placed after several additional ballooning, but the leak was still shown. (1820334-2010-00635) then the mainbody was angiographed from the distal side and the leak was confirmed, so the physician determined that the remained leak was type IV and decided to take a wait-and-see approach (1820334-2010-00634) act was 256 at the end of the procedure. The patient's condition after the procedure is unknown.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Specifically, the IFU states the device is intended for patients that have a non-aneurysmal neck with an angle less than 60 degrees relative to the long axis of the aneurysm. The device was used off-label because of anatomical exclusion. Evar was selected over open repair at the physician's discretion. Patient anatomy contributed to a type 1a endoleak. The IFU warns that severe neck angulation (>60 degrees between neck and axis of aaa) may affect successful exclusion of the aneurysm. The endoleak persisted after placement of another manufacturer's stent and the physician ultimately decided to take a wait-and-see approach. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleaks. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.